Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer experienced low blood glucose (bg) level; a specific value was not provided and a scratched elbow. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care where customer was treated with intravenous fluids of water. The customer was discharged on (B)(6) 2026 with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.